Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. As per the investigation procedures creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, d.9., h.3., h.6.

Event description:
Healthcare professional reported right side exchange of textured devices due to product concern. Later, healthcare professional reported rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange of textured devices due to product concern. Healthcare professional later reported rupture. Device has been explanted and replaced.